Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
The device was test on the bench and no anomaly was found.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient experienced a pocket infection during a device and a right ventricular lead implant procedure in (B)(6) 2014. The pocket infection was treated with antibiotics. The symptom was resolved and the patient was stable after the event.